Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic and tactile examination revealed numerous kinks in the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery(rca). The physician attempted to advance guidezilla guide extension catheter through a 6f femoral guide catheter. The physician encountered strong resistance in the rca. He pushed a little harder without success and was unable to cross the lesion in segment 2. While withdrawing the guidezilla, he noticed that the shaft of the guidezilla was broken at the end of the over the wire (otw) shaft. The procedure was completed with a non-bsc guide extension catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery(rca). The physician attempted to advance guidezilla¿ guide extension catheter through a 6f femoral guide catheter. The physician encountered strong resistance in the rca. He pushed a little harder without success and was unable to cross the lesion in segment 2. While withdrawing the guidezilla¿, he noticed that the shaft of the guidezilla¿ was broken at the end of the over the wire (otw) shaft. The procedure was completed with a non-bsc guide extension catheter. No patient complications were reported and the patient's status is stable.